Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer. Tandem technical support was unable to follow up to gather additional information.